Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. The patient also reported that they received assistance from their doctor/manufacturer's representative and their concerns were resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported that about 50% of the time the patient would change from program c to program d and then go to adjust their amplitude and it would revert to program c. When the patient would try to go to a different program it wouldn¿t go to the program they selected and would go to a different program. The therapy was turned on when this issue happened. The patient was using the correct batteries and there were no sticking buttons. The patient was performing the steps correctly. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.